Event description:
Customer states patient has 2nd degree burns under the grounding pad after ablations.

Manufacturer narrative:
It was reported that the burn was caused by poor patient skin preparation.